Manufacturer narrative:
Concomitant medical product/s: unknown parietene, unknown parietene mesh product, lot #:unk. Title: laparoscopic inguinal hernia repair¿tapp versus tep: results of 301 consecutive patients source: surgical technology international volume 39 accepted date: 2021-06-28. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of two techniques of unilateral inguinal hernia repair between december 2017 and march 2020. Patients were divided into groups: 234 patients underwent totally extraperitoneal (tep), and 67 patients underwent transabdominal preperitoneal (tapp). In the tep group, a balloon was used to inflate the preperitoneal area. In both groups, mesh was used and fixed with an endoscopic tacker or suture. Postoperative complications included: hematoma, seroma, chronic pain, and hernia recurrence. Two patients in the tep group required conversion of surgery to open due to a failure to enter the correct plane. Patients with recurrence underwent additional surgery. Laparoscopic inguinal hernia repair¿tapp versus tep: results of 301 consecutive patients beslen goksoy , gokhan yilmaz, ibrahim azamat, ibrahim ozata, kazim duman 2021.